Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a 275cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade 3. The patient was experiencing pain, but the doctor was unaware of any rupture. As a result, the patient underwent removal and replacement with 275cc mentor memorygel breast implant catalog # 3502754bc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019, and the rupture was discovered post-surgery.

Manufacturer narrative:
On 23-sep-2019, mentor received the suspect medical device. On 18-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information, it was reported that the patient experience rupture and capsular contracture on the breast implant. During evaluation of the sample, a crease was observed on the anterior and extending to the posterior aspect. Leak testing revealed a tear within the crease noted in the posterior aspect. Measuring approximately 0.2 cm. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. It is most likely that the crease/fold was created due to the stress cause by the capsular contracture which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).